Event description:
It was reported that the patient presented to the clinic for a follow-up visit. Device interrogation revealed that the right ventricular (rv) lead exhibited capture threshold variation at high output. Micro-dislodgement of the rv lead was confirmed through electrical testing. The rv lead was explanted and replaced with a new lead. The patient remained stable throughout the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the distal end of the lead, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage.